Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of the peritonitis was not reported. The patient was hospitalized for the event. The patient was treated with unspecified treatment for the event. At the time of this report the patient was not recovered from the peritonitis. On an unknown date, pd therapy was discontinued. On an unreported date, the patient was changed to hemodialysis. No additional information is available as the reporter declined further follow up.